Manufacturer narrative:
(B)(6). Method: the subject mr290v vented autofeed humidification chamber provided with an rt385 adult dual heated evaqua2 breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the healthcare facility reported that neither the subject device nor photographs were available to be returned to f&p healthcare for evaluation as the device had been disposed of. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported event. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completed of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt385 adult dual heated evaqua2 breathing circuit include the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
Aa healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided with an rt385 adult dual heated evaqua2 breathing circuit was found leaking water during use. There was no patient harm.